Event description:
It was reported that insulin pump was not delivering. Customer was rushed to the hospital and was hospitalized on (B)(6), 2015 with blood glucose of over 600 mg/dl. Customer was hospitalized due to high blood glucose and nearing diabetic coma. Customer was without insulin for twelve hours. Customer was hospitalized until insulin pump was replaced per healthcare professional's request. Customer was wearing insulin pump at the time of hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with severely scratched liquid crystal display window, scratched keypad overlay, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and scratched around casing.